Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was not communicating, and device was not detected on bus. A field service engineer (fse) found the station not communicating with drawers disconnected from the bus, restored drawer communication after reboot, worked with customer to re-establish network connectivity, confirmed the station started correctly, and verified functionality with customer testing. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not communicating and was not detected on the bus. However, there were no delays, adverse events or injuries reported based on this event.